Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing. Technical services (ts) was consulted and noted crosstalk between the chambers. This ICD system remains in service. No adverse patient effects were reported.